Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo for investigation. The photo was reviewed and red cell hang up and fibrin was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up. This event occurred once. The following information was provided by the initial reporter. The customer stated: deposition of fibrin and red blood cells on the surface and walls. After centrifugation, fibrin and red blood cells remain on the walls of the tube and on the surface of the serum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up. This event occurred once. The following information was provided by the initial reporter. The customer stated: deposition of fibrin and red blood cells on the surface and walls. After centrifugation, fibrin and red blood cells remain on the walls of the tube and on the surface of the serum.